Event description:
The tip of the forceps broke off during procedure without being noticed. While pt was in the recovery room and experiencing excessive bleeding, x-ray was taken and a foreign object was identified in the maxillary sinus. Pt was brought back to or and the piece was retrieved. A lawsuit has been filed. The subject instrument is held either by the plaintiff's attorney, or the hosp.